Event description:
It was reported that (1) al236 was used during an evh procedure. It was reported by the rep that the al236 misfired and rotation knob fell off. The case was finished with another al326. There was extended or time by five minutes.